Event description:
Information was received indicating that immediately on use, a smiths medical cadd solis vip pump exhibited no cassette detected error. It was also reported that it was attempted several times and the same message appeared. Subsequently, the pump was replaced, and infusion was able to be completed. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and downstream occlusion pressure range testing were performed. The reported alarm was not duplicated. According to the investigation, the pump passed the dso pressure range test. However, multiple entries of downstream occlusion were found in the event log. The pump dso sensor will be replaced as preventative measure. The problem source of the reported problem is unknown.

Event description:
Additional information was received indicating that the pump had a cassette not properly attached message.

Manufacturer narrative:
Other, other text: b5: updated with additional information.